Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the saline tubing set was opened to find it had four female connectors and no male connectors. A second kit was opened and found to have two female ends and then 1 male/1 female connector. A third kit was opened and could be used in the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the tube set has two female connectors at one end, and one female, one male connector at the other end. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that (include analysis results and any components replaced). The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the first catheter kit was returned to the manufacturer for evaluation. Testing found that the tubing set had two female connectors at one end while the other end had one female and one male connector. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The second catheter kit was returned to the manufacturer for evaluation. Testing found that all four tubing ends had female connectors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.